Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the device was used, not in its original packaging and decontaminated. The device had a scratched lens, the latch lock was bent, and the dso seal was torn. Functional testing was performed, and the root cause was determined to be due to the dso sensor. Service history review identified the complaint was not related to a previous service of the device within the review period. The dso sensor, dso bezel, dso seal, optic switch, switch bracket, lcd lens, lens seal, keypad, overlay, rear label, side label and latch lock were replaced. G1, email address: (B)(6).

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3 unknown; no information has been provided to date.

Event description:
It was reported that the pump exhibited an unspecified error message. It is unknown if there was patient involvement, no adverse patient effects were reported.